Event description:
It was reported that a high impedances of 6713 and 3622 ohms were measured on unipolar electrodes 2 and 3 respectively. Additionally, high impedances of 7306, 3892, 7028, 3931, and 15737 ohms were measured on unipolar electrode pairs 0+2, 0+3, 1+2, 1+3, and 2+3 respectively. The patient¿s physician was reported to have ¿not believed it was a problem with the implant¿ and instead ¿said it must be a hardware issue.¿ there were ¿no¿ patient symptoms or complications as a result of the event and the patient was reported to have been alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# b0814998k, implanted: (B)(6) 2008, product type: lead; product ID 3389-28, lot# b0827235k, implanted: (B)(6) 2008, product type: lead. Please note the implantable neurostimulator (ins) and lead information has been updated at this time.